Event description:
It was reported that three days post implant of the implantable pulse generator (ipg) system patient experienced pericardial effusion and pericarditis. It was also noted that the right atrial (ra) lead had increase in atrial capture and drop in atrial sensing. Both leads remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to h6 a0709 removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three days post implant of the implantable pulse generator (ipg) system patient experienced pericardial effusion and pericarditis. It was also noted that the right atrial (ra) lead had increase in atrial capture and drop in atrial sensing. Both leads remains in use. No further patient complications have been reported as a result of this event. (B)(6) 2024, 14:03:15, boopan2: pli 40 it was reported that remote monitoring network report generation issues and no report available for transmission. Ticket was created. No patient complications have been reported as a result of this event.